Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, integrated electro surgical unit (erbe) was giving persistent error c-33 after power on. Caller informed to technical support engineer (tse) he had disconnected external foot pedals from erbe prior to call, but issue persisted. The procedure was aborted with no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and during power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.